Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.5/+4.0/094 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. Reportedly, the patient is not satisfied with the vision because it is different from the expected refraction.